Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Boston scientific received information that this product was explanted due to infection. There were no additional adverse effects reported.